Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. A f/u report will be submitted when the eval/investigation has been completed.

Event description:
The syringe in the kit is allowing air to be pulled into the syringe. The complainant reported injection of air into 3 pts. There was no documentation of the separate events and no reports of symptom changes, hemodynamic or rhythm changes seen. No other harm or injury reported. The customer reported 3 defective devices but did not have enough info to distinguish the events nor did they have separate clinical details for the add'l events. No add'l info has been provided concerning pt(s) condition. Therefore, this single form FDA 3500a report will be submitted.